Event description:
It was reported that the patient was uncomfortable following epidural placement and it was identified that the epidural pump was faulty and was not infusing medication, resulting in inadequate epidural anesthesia. Per reporter, no visible issues were noted, the tubing was connected. It was alleged that an air-in-line alarm occurred after the first step while preparing the device and the line was primed with approximately 10 ml; however, the reporter alleges that no flow was observed. A new tubing set was retrieved, but the air-in-line alarm persisted. No abnormal sounds were noted while the device was running.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.